Manufacturer narrative:
The event unit is expected to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: clear plastic ripped whilst in use. Patient status: no patient injury and patient status is unknown. Type of intervention: unknown.

Event description:
Procedure performed: unknown. Event description: clear plastic ripped whilst in use. Additional information received from applied medical representative, 20feb2020: no patient injury occurred in association with the incident. Event device was kept and it can be returned. There were no photos taken at the time of the event. Patient status: no patient injury and patient status is unknown. Type of intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear in the sheath. Based on the condition of the returned unit, it is likely the reported event was caused by an instrument that came into contact with the sheath during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.